Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the spinal segment of the catheter was dislodged due to a blunt force trauma. The details of the incident were unknown. The patient had increased pain. The catheter was revised (B)(6) 2014 and the spinal segment was replaced. The patient was doing well. The pump was delivering saline.